Event description:
Subsequent to the medwatch follow-up 1 report, additional information was received. The access site was the left common femoral artery. Using ultrasound and a single attempt, a retrograde puncture was performed. There was no flow observed around the sheath. Pulsatile blood flow through the marker lumen was seen prior to the foot deployment and excessive force was not used to deploy the foot. Two days post procedure, the patient was taken to surgery for an ischemic leg. After the surgical repair, the patient was discharged home. No additional information was provided.

Event description:
It was reported that arteriotomy of an unspecified vessel was attempted using the perclose proglide device after an interventional radiology procedure. Reportedly, the patient had an occluded superficial femoral artery at the start of the case and a patent profunda. A retrograde puncture was used. After the procedure and the artery was closed with the proglide, the patient was taken to surgery for an ischemic leg. During the approximately three hour surgery to repair the leg, the vascular surgeon found that the sutures from the proglide had closed the origin of the profunda. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional patient or procedure information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (date was not provided). The device is not expected to be returned. A follow-up report will be submitted with any additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.